Manufacturer narrative:
Brush head came off shaft of toothbrush handle and toothbrush handle hurt child's mouth.

Event description:
Consumer called stating that the brush head from the sonicare for kids toothbrush came off and shaft of toothbrush handle hurt their child in the mouth.